Manufacturer narrative:
Correction: d3 manufacturer name corrected. Evaluation summary: the device history record (DHR) for the reported lot indicates no issues were found in visual and physical samples inspected. A review of the entire DHR showed no manufacturing or inspection anomalies. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. There were 3 samples and 4 photos returned for evaluation. The reported condition could not be confirmed from photos or samples. No plastic particles were seen inside the needle sheath or on the needles. The exact root cause could not be determined based on available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for fluid path needle contamination. The lot met the acceptance criteria and was released. There is no indication of a systemic issue with the product or process, so a corrective and preventative action (cap)a will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the needles have plastic particles inside the needle sheath as well as on the needles.

Manufacturer narrative:
Section d4 (lot number); initially reported as 003416 and based on clarification from the manufacturing site, the lot number should be 007624.